Manufacturer narrative:
On 12/21/2020, during visual evaluation, some anomalies were observed on the anterior view, one of them was extending to the posterior view of the device consistent with a crease/fold. Additionally, within crease/fold in the posterior view an area of shell abrasion was noted. Leak testing was performed, according with mentor procedure, and it revealed two (2) tears (a and b) on the posterior view. The tear a measuring approximately 0.2 cm and the tear b 0.3 cm. Microscopic examination was performed on the edges of the both tears, and parallel striations were found in an area of the tear a , measuring approximately less than 0.1 cm parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear a could not be identified. Regarding to the tear b the cause of the deflation could not be identified. By the other hand, the causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the date of problem observed was (B)(6) 2019. The replacement devices were mentor gel replacements on (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor smooth round moderate plus profile 425cc and suffered from a deflation of the right breast implant. As a result, the patient had undergone removal and replacement on (B)(6) 2020.